Event description:
Event description boston scientific received information that four years after implant, this atrial lead fractured. It was surgically abandoned and replaced with a new atrial lead. To date, there have been no reported patient symptoms associated with this clinical observation.